Event description:
Caller states the patient tested 80 mg/dl on sensor system 1, 88 mg/dl on sensor system 2, and 82 mg/dl on sensor system 3 while exhibiting hypoglycemic symptoms. A lab was drawn "within a few minutes" and returned as 28 mg/ml. The patent was given glucose. Requested return of suspect system, however, strips are unavailable for return. Three meters were used with 2 different strip lots.

Manufacturer narrative:
Event occurred in another country. This medwatch is for one lot of test strips used for the comparison. Customer states 2 lots were used and did not know which lot produced specific results. See medwatch with a1 patient for other potential lot used.